Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported system error 322 caused by loose upper latch switch bracket screws. The failed upper auxiliary assembly (including the latch screws) was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. Any pt involvement, injury or medical intervention is unk.